Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared. During preparation, when the dc handle was advanced and retracted at the recommended speed, more air was observed. At the final torque and translation step, a few latent bubbles had to be flushed. Prep was then completed. Upon bringing the device to the patient, a latent bubble move through the catheter. The clip was removed from the introducer and the dc was advanced and retracted to flush the bubble. The issue was able to be resolved and the clip was implanted, reducing mr to a grade of 1. There were no advance patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on the information provided and without the device to analyze, a cause for the reported difficult to flush the cds cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was prepared. During preparation, when the dc handle was advanced and retracted at the recommended speed, more air was observed. At the final torque and translation step, a few latent bubbles had to be flushed. Prep was then completed. Upon brining the device to the patient, a latent bubble move through the catheter. The clip was removed from the introducer and the dc was advanced and retracted to flush the bubble. The issue was able to be resolved and the clip was implanted, reducing mr to a grade of 1. There were no advance patient effects and no clinically significant delay in the procedure.